Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 293 mg/dl. She corrected her blood glucose level with a manual injection. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to flattened button dome switch. No button error alarm during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.